Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient fell and passed out, subsequently getting taken to the emergency room with hypoglycemia. The patient's blood glucose (bg) levels declined to 23 mg/dl while wearing the pod on the arm longer than 48 hours. The patient was not receiving any alerts or notifications of any kind, and no data was appearing on the pod controller. The patient states that they were having issues with their glucose alerts and connection to their pod. The patient also stated that "it showed as empty" but was unable to provide more detail regarding this. The patient was treated with an unspecified kit where it brings their bg levels back up again and waited for their bg levels to come back up. The patient was discharged on the same day.